Event description:
It was reported that a small volume intermate had particulate matter inside of its reservoir. This was noticed during filling with an unspecified solution. There was no patient involvement. No additional information is available. This is report 1 of 6.

Manufacturer narrative:
(B)(4). Lot 14g029 was manufactured from july 17, 2014 to july 18, 2014. Evaluation summary: the evaluation of the returned device is complete. Visual inspection was performed and identified a small, white particle, approximately 1.25 mm in length, floating in the fluid in the reservoir. The particle was in the fluid path. The particle was identified to be acrylic material via fourier transform infrared spectroscopy (ft-ir) scanning. The reported condition was verified. The cause or origin of the particle is unknown. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. This issue is currently being addressed through a CAPA. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was returned and is currently in the process of being evaluated. Should additional relevant information become available, a follow up report will be submitted.